Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen was black. A field service engineer (fse) replaced power module and pyxis bus cable. Then, the fse tested the station in diagnostics and customer tested the station in medical application to resolve the issue. The system functioned as intended after the field service engineer repaired the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen was black. User informed the device just shut down and won't turn back up. There were no adverse events or injuries reported based on this event.